Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was part of a system revision due to dehiscence and infection. The patient was taken antibiotics and had wound vacuum procedure. There were no additional adverse patient effects reported. The ICD was explanted.

Manufacturer narrative:
This supplemental report is being filed to correct the b5: event description, d6b: explant date, g3: bsc aware date, and h6: evaluation method codes.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was part of a system revision due to dehiscence and infection. The patient was given antibiotics and had wound vacuum procedure. There were no additional adverse patient effects reported. The s-ICD was explanted.